Event description:
It was reported, opened the package and found that the tip of the guidewire has a dot/barb which can not be fed into the vascular sheath, cut off the tip of the dot/barb before feeding into the vascular sheath. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, opened the package and found that the tip of the guidewire has a dot/barb which can not be fed into the vascular sheath, cut off the tip of the dot/barb before feeding into the vascular sheath. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. Three photographs of a guidewire were returned for evaluation. An initial visual observation of the photographs showed that one of the outer coils at one end of the guidewire was misaligned and protruding. No other damage could be seen on the sample in the returned photograph. No use residue could be clearly discerned on the sample in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.